Event description:
It was reported that patient presented to the emergency room for presyncope and chest pain. The next day, the device went into backup vvi mode. After attempting to perform a device download, premature battery depletion was observed. Due to the low battery statues, the device could not be restored. The device was explanted and replaced. Patient was in stable condition throughout the event.